Event description:
It was reported that the device power drains fast after batteries are inserted. Investigation complete. Visual inspection found upstream occlusion sensor (uso) seal separating. There was no patient involvement.

Manufacturer narrative:
Received one device, visual inspection found signs of separation on the upstream occlusion sensor (uso) seal. Seal replaced and performed performance verification tests unit passed all test criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.